Manufacturer narrative:
Pending evaluation. Concomitant devices: ps insert (cn: 02-022-35-2009; sn: (B)(4)).

Event description:
As reported, this (B)(6) y/o female patient approximately 1.5 years postop the initial implant complained of pain. A bone scan was performed which determined that the femoral component was loose. During the revision, the femoral component was removed by hand with no cement adhered to the femoral component. The poly insert clearly showed pitting. Also, osteolysis was present in the femur. Revised the femur with a size 2 cc femoral component with an offset and 40mm cemented stem. The poly was also replaced with a 2 x 13mm ps insert. Patient was last known to be in stable condition following the event. The devices were disposed of by the facility.

Manufacturer narrative:
(H3) the evaluation noted that the revision reported was likely the result of a combination of aseptic loosening between the femoral component and the bone and prosthesis wear. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contribution of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation. (D11) concomitant devices: ps insert (cn: 02-022-35-2009; sn: (B)(6)).